Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after clip deployment, the posterior leaflet was suspected to have been damaged which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 60112u146) was advanced to the mitral valve, and the clip was implanted; however, after deployment, there was a residual mr jet. It was suspected that the posterior leaflet was damaged. The decision was made to place an additional clip. At the end of the case, three clips had been implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions and the challenging patient leaflet anatomy, as the restricted leaflet likely became torn after clip deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.